Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead impedance warning for high and undefined impedance. It was also reported that the rv lead exhibited low impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.